Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The service technician found the communication cable was not connected to the system printed circuit assembly (pca) board located on this device. The device's communication cable was reconnected to the system pca board to address the issue on this device. Additional findings not related to the malfunction/issue the rubber feet missing on the device. The rubber feet were replaced to address this issue. After reconnecting the part and replacing the part, the device was tested again and passed all testing.